Event description:
Customer reported via phone call that she woke up that morning with blood glucose in the 200 mg/dl range, had breakfast and later in the morning she was not feeling well. The meter was reading high, she went to the doctor's office and blood glucose was over 500 mg/dl. Doctor sent her to the emergency room. Blood glucose value at the time of admission was 505mg/dl. Customer was administered IV fluids and insulin. The customer removed the infusion set and stated that the cannula was not bent or kinked. The doctor stated that it might have been a site or set occlusion issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.